Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph disappeared. Troubleshooting was performed, and the graph successfully displayed. Additionally, it was reported that the customer experienced multiple, intermittent incidents of elevated blood glucose and low blood glucose, however, specific values were not provided. Although requested, the customer declined troubleshooting.